Event description:
Overinfusion of heparin noted as 20 cc/hr ordered, but later pump rate observed to be 125 cc/hr over a 4 hour period. This resulted in the pt receiving 6000 u instead of 1000 u of heparin. Pt received a total of 11,000 u of heparin as a 5000 bolus of heparin had been given initially. After incident, pump checked by hosp personnel and found to be appropriately functioning. User v problem at issue. During recent state board of nursing investigation, and purely by happenstance, an individual placed her hand on a pump and the rate changed. On 6/26/95, rate changes were also duplicated in other co pumps. Pt expired 2/4/94.